Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2004-(B)(6), product type: catheter. Product ID: 8590-1, lot# n272129, implanted: 2011-(B)(6), product type: accessory. (B)(4).

Event description:
The patient reported he was in the hospital when he had pneumonia. The patient went through withdrawals because the hcp wouldn¿t release him to go to refill appointment. Per the patient this was in 2013. The hcp did provide pain medication so that wouldn¿t happen but that didn¿t happen and the patient went through withdrawals. The pump was used to deliver morphine and an unknown drug. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.